Event description:
It was reported that an occlusion alarm occurred. Customer reset the pump and was able to successfully resume insulin therapy. Customer¿s blood glucose (bg) level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.